Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine sulfate 5 mg/ml at a dose of 2.5003 mg/day and clonidine 125 mcg/ml at a dose of 62.51 mcg/day via an implantable pump. The indication for use was not reported. It was reported the pump was last filled on (B)(6) 2019, the date of implant. It was initially reported that ¿according to the pump, the refill was planned for the (B)(6) 2019¿ but the patient went to the hospital as they were suffering from withdrawal symptoms. The withdrawal symptoms experienced included increased pain, hot/cold, sickness, diarrhea, and shaking symptoms. The pump was interrogated, and according to the logs, the low reservoir alarm occurred on (B)(6) 2019 at 01:50, and the empty reservoir alarm occurred on (B)(6) 2019 at 02:15 and the patient reportedly heard non of the alarms. The patient was under observation but was okay. A new refill was done at the hospital. It was not clear if during the last interrogation any warning message about the wrong date was displayed by the clinician programmer. It was later clarified that the patient did hear the low reservoir alarm but thought it was something else. When the empty reservoir alarm occurred, the patient¿s wife went to the device manufacturer website to seek assistance. It was also later clarified that the tablet clinician programmer had the correct date, but it was documented incorrectly by the hcp, so there were discrepancies between the expected refill date and documented refill date. It was then reported via follow-up that the patient has had pumps for years without any alarms, so they had forgotten what a pump alarm sounded like. In addition, as symptoms were not immediate, the patient did not associate the alarming sound with the pump and thought it was coming from somewhere in their house. As of (B)(6) 2019, the severe withdrawal symptoms had been resolved. It was noted that the patient also had ongoing symptoms of tiredness, nausea, and fatigue, but this was a longstanding issue that the medical team was investigating the cause of, and that the patient had been experiencing these ongoing symptoms since last year prior to the pump being replaced on (B)(6) 2019. No further complications were reported or anticipated.